Event description:
The MFR received info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's blower motor will be replaced to address the issue. During the eval of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board and internal battery will be replaced to address ths issue. Device has been evaluated but the components have not been replaced pending customer approval of the estimate.